Manufacturer narrative:
Section d4;h4: additional information manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. The pump was not explanted and was not returned for evaluation. The heartmate ii lvas IFU lists multiple organ failures as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due multi system organ failure. The death was expected and it was not device related. The device functioned as expected and. Will not be returned. No further information was provided.